Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s loss of consciousness. However, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. It cannot be determined what led to the patient¿s loss of consciousness during the pd treatment with the information currently available. The patient¿s disposition is unknown. The patient has a significant past medical history of esrd, htn, dm and cad which are all potential contributory factors in the reported event. Additionally, the patient is elderly and reported to be generally ill. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with disconnecting the cycler. During the call, the nurse stated that the patient was unconscious and not responding. There were no reported allegations of a cycler product issue or deficiency in relation to the reported event. Upon follow up, it was discovered the patient was receiving pd therapy in an acute rehabilitation facility after sustaining a fall at home where the patient fractured his fibula; unrelated to pd therapy. The patient also has a past medical history of end stage renal disease (esrd), hypertension (htn), diabetes mellitus (dm), and coronary artery disease (cad). Reportedly, the patient was generally ill. The nursing supervisor confirmed on (B)(6) 2019, the patient had a change in mental status and became unresponsive and needed to be disconnected from the pd treatment to go to the emergency room (ER). Details surrounding the patient¿s hospitalization, including diagnosis, treatment or disposition, are unknown as the nursing supervisor indicated the patient has not returned to the rehabilitation facility and hospital records are not available. Per the nursing supervisor, there were no known issues with the pd treatment or cycler on (B)(6) 2019 and the cycler is not suspected to have caused the adverse event. No further information is currently available.